Manufacturer narrative:
No unexpected low battery alarms noted. Passed displacement test and off/no power test. The operating currents were in specifications. Button error alarmed after boot up and intermittent button response on the escape button due to corroded keypad traces. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer also stated that he received a low reservoir alert and changed the battery prior to the button error occurring. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 366 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.